Event description:
The patient was in the post-anesthesia recovery unit, when they lifted their hand and a snap was heard. The IV was noted to be leaking and was cracked at the hub. IV administration was discontinued, and the patient was not harmed as a result of this incident.